Event description:
Knee joint infection [arthritis infective]. Case description: spontaneous report received on 09-apr-2008 from a student health care professional regarding an (B) (6) male pt. The pt "recently" received synvisc injection(s) into unk knee(s). The pt experienced a knee joint infection and had been hospitalized on an unk date.

Manufacturer narrative:
The product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.